Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of two (2) homechoice automated pd sets with cassette. The pm was further described as, ¿a black spot was found inside the cassette tube¿. This was observed after opening the individual packaging prior to peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation with opened pouch. During visual inspection, 0.03 sq mm embedded particulate matter (pm) was observed in one of the samples, which is smaller than the 0.6 sq mm specifications for the cassette. Embedded pm is not in the fluid path. No particulate was found in the second device. Functional testing, including underwater pressure testing, were performed and the device functioned according to specifications. The reported condition was not verified in either device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.